Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the "date problem occurred" is (B)(6) 2017. No system log was provided that covers that date. From the pump logs it can be confirmed the central control monitor (ccm) went missing and came back. On (B)(6) 2017: 07:21:42 a perfusion screen is opened; 11:39:08 ccm was reported missing; 11:41:15 ccm is detected again; 11:42:40 perfusion screen is re-opened. The pump logs indicate the ccm went missing for two minutes and seven seconds. This is about the boot-up time for a ccma. No way to tell from the provided logs what caused the ccm to reboot. The service repair technician (srt) could not duplicate the complaint. The unit could not be repaired as replacement parts are obsolete. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) suddenly blacked out and a few minutes later it recovered. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 13-mar-2017: during cpb, the ccm went blank for about 5-10 minutes. All pump information and flow rates were displayed on local user interface displays, and the pumps were able to be controlled with local speed knobs. The ccm display returned, after about 5-10 minutes, and no other issues occurred during the procedure. The unit was removed from service after the procedure was completed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. Per subsidiary, the unit will not be returned to the manufacturer as the problem was resolved after the unit was rebooted. The issue could not be duplicated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, product surveillance technician (pst) observed the central control monitor (ccm) to function normally. The data logs were returned to the manufacturer on 07-dec-2017.